Event description:
It was reported that the patient experienced inadequate pain control. A catheter access port (cap) contrast study was performed on (B)(6) 2013 and showed the catheter had migrated from t9 to l1-2. The outcome was noted as ongoing event. The pump was used to deliver fentanyl, bupivacaine, and morphine sulfate. Additional information later received indicated the event was related to device or therapy.

Manufacturer narrative:
Analysis of the catheter revealed catheter anchor broken suture ring. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
It was reported that the patient had less than 50% therapy relief. A dye study and x-rays were performed. The catheter was removed and replaced and the anchor was noted to be torn/broken.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later reported that per the reporter's knowledge there were no precipitating events to cause the catheter migration. It did not appear to be due to the physician's surgical technique.

Event description:
Additional information later reported intervention included catheter anchored with v-wing. The severity was indicated as no symptoms.